Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to advise that their heating pad melted. They went to take it out of the box they kept it in and it would not lay flat. When opening it up to check, they found parts melted. It was after previous use and did not cause any problems for patient or pt's solution, the patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).